Event description:
It was reported that during insertion, the doctor found blood leakage at the junction between the balloon and the rod. As a result, the catheter was withdrawn and replaced with another catheter. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
Qn#: (B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that during insertion, the doctor found blood leakage at the junction between the balloon and the rod. As a result, the catheter was withdrawn and replaced with another catheter. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of sheath leaked is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that during insertion, the doctor found blood leakage at the junction between the balloon and the rod. As a result, the catheter was withdrawn and replaced with another catheter. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
Qn# (B)(4). The serial number recorded on the complaint report matches the serial number on the returned sample. The lot number recorded on the complaint report matches the lot number for the returned sample. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a brown cardboard box and was in a clear ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. No bends, kinks or visual damage/abnormalities were noted to the returned iabc. Spots of dried blood were noted on the returned iabc bladder. No blood was noted within the helium pathway. The sheath in question was not returned for the investigation. The bladder thickness was measured at six points with measurements ranging from 0.0072in-0.0077in and was within specification of internal manufacturing process documents. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to internal quality system document. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from internal manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using the lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the iabc central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the iabc central lumen. No blood or debris was noted. The reported complaint of sheath leaked is not able to be confirmed. A device history record review was performed, and no relevant findings were identified. The root cause of the complaint is undetermined. Teleflex will continue to monitor and trend for reports of this nature.